Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump would not allow the user to navigate beyond the verify screen due to recurring replace battery alarms. The reporter allegedly attempted to replace the battery multiple times, however the issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no pump reboots or evidence of a power issue. The pump was exercised for 24 hours with no power interruptions. The current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or intermittent conditions was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.